Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead exhibited low impedance and loss of capture. The physician suspected that the sutures were over tightened and the lead was crushed. The lead was not used and a new lead was implanted. The patient was in good condition during and post procedure.